Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing stored electrograms (egm) this resulted in possible false device classification of episode termination and possible misclassification of rhythm episode type. The ra lead remains in u se. No patient complications have been reported as a result of this event.